Event description:
Reporter states the chair began smoking the attendant on duty pulled the pt from the chair. He then called the fire dept who unplugged the batteries. The chair is a p320 with a tilt. No injuries reported.